Event description:
Customer reported issue of air bubbles or gaps in system, specifically in the tandem mobi cartridge. Customer's blood glucose level did not exceed 500 mg/dl and stayed within normal range. Large air bubbles were resolved, and customer could resume insulin therapy with understanding of the situation.